Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not boot up past the self-test screen. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer (sbc) located on the system pcb assembly. The sbc was inoperative, which prevented the device from completing the boot-up process.

Event description:
The customer contacted physio-control to report that their device would not boot up past the self-test screen. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.